Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they had issues with their transmitter. The customer states it was flashing red on the charger. The customer states they cannot change the battery due to the cap not coming off, and then having lost the cap. The customer states they were connecting the transmitter to the sensor and the sensor fell off. Troubleshoot was conducted. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer states they had just gotten out of the hospital for blood glucose level of over 1200mg/dl. The customer states they were unsure of the cause or outcome due to disorientation from high levels. The customer was advised to connect transmitter to sensor. The customer was advised a replacement would be sent out. No further information or assistance provided.